Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating lost sensor issues. Customer states the pump is not communicating with the transmitter. The patient's blood glucose was 430 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer was transferred over to the representative that would further assist them with their transmitter issues. The customer did not return the product back for analysis.